Event description:
Customer reported an issue with incorrect time settings on their device. There was no indication of an adverse impact on the customer¿s blood glucose level. Technical support assisted the customer in updating the pump's time and date and advised monitoring for discrepancies, which the customer understood and acknowledged.